Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is cleared for u.s. Distribution under exempt. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review could not be performed as the lot number of the device here reported is unknown. The following report is associated with this event: 0009613350-2019-00252. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that when surgeon tried to remove the stem trial after finishing trial-reduction, the screw broke inside the distal trial, and made it impossible to retrieve the distal trial from the canal. An osteotomy had to be performed to take out the instrument. Attempts to obtain additional information have been made; however, no more is available.